Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents. All available information was investigated and the reported clip entanglement in the chordae appears to be partially related to patient morphology/pathology due to the presence of many chordae, and primarily a result of advancing the delivery system too deep into the left ventricle; further more resulting in the clip getting caught in the chordae. It should be noted that in the mitraclip instructions for use, states: grasping the leaflets and verifying the grasp, step 1 instructs the user to advance the dc distally to position the clip approximately 2 cm below the valve. Ensure the clip arms are oriented perpendicular to the line of coaptation. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report that clip got caught on the chordae and was deployed on the chordae and leaflets. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first mitraclip delivery system (cds 70912u183) was advanced too deep in the left ventricle (lv) and the clip was caught in the chordae and could not be removed. The leaflets were still able to be grasped; and the clip was implanted both in the leaflets and chordae. A second clip was successfully implanted reducing mr to 2. The patient is stable. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.